Event description:
It was reported that on (B)(4) 2009 the patient underwent a laminectomy and foraminotomies bilaterally using rhbmp-2/acs to treat l4-5 stenosis and l5-s 1 spondylolisthesis and spondylolysis with degenerative disc disease. The patient now reportedly suffers from chronic pain syndrome, neck pain, back pain, anxiety, depression, and narcotic dependence from prescribed painkillers.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2009: the patient was preoperatively diagnosed with spondylolisthesis and spondylolysis with degenerative disc disease at l4-l5 and l5-s1 and underwent following procedures: l4-l5 laminectomy, foraminotomies bilaterally, placement of pedicle screws 4, 5 in the sacrum. As per op-notes¿ the area over the transverse processes of l4 and l5 and the ala of the sacrum on the right hand side were roughed up and this received the morcellated bone fragments wrapped in the bmp sponge that we had harvested from laminectomy. We did this also on the left side, but we only had one we could not get out the l5 transverse process and so we placed it laterally in the gutter there and roughed up not only the transverse process of 4 and the ala of the sacrum, but also the lateral border of the pars at the l5 area. This received the morcellated bone fragments also wrapped in a bmp sponge; the screws were then placed as previously outlined. Patient tolerated the procedure well and no complications were reported¿.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient's pain and difficulties did not subside. Reportedly, the patient developed ectopic bone growth, chronic pain syndrome, neck pain, back pain, anxiety, depression, and narcotic dependence from prescribed painkillers.

Manufacturer narrative:
Two different facilities were reported to the manufacturer ((B)(6)). Without the patient's medical records, the manufacturer is unable to definitively determine the facility therefore we are providing both facilities as the potential facility. (B)(4).

Event description:
It was reported that the patient's pain and difficulties did not subside. Reportedly, the patient developed ectopic bone growth, chronic pain syndrome, neck pain, back pain, anxiety, depression, and narcotic dependence from prescribed painkillers.

Manufacturer narrative:
This report is a correction to follow up medwatch reports 1030489-2013-01818-002 and 1030489-2013-01818-003. Two different facilities were reported to the manufacturer ((B)(6)). Without the patient's medical records, the manufacturer is unable to definitively determine the facility therefore we are providing both facilities as the potential facility. (B)(4).

Event description:
It was reported that the patient's pain and difficulties did not subside. Reportedly, the patient developed ectopic bone growth, chronic pain syndrome, neck pain, back pain, anxiety, depression, and narcotic dependence from prescribed painkillers.